Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the infusion set released unintentionally as the patient was preparing to insert the infusion set. Caller stated about 2-6 months ago, the device launched the needle as the patient was preparing to release it. Caller reported the locked function was still set on the device. On one occasion, the needle was launched from approximately 1 meter into the father's leg. The needle pierced the skin slightly. No adverse event reported. Requested return of the alleged linkassist for evaluation.